Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added/corrected. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing non-conformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures' such as valve frame damage or compromised sheath and delivery system components' as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for inability to advance through sheath was confirmed based on the device imagery provided. Available information suggests that patient factors (tortuosity) likely contributed to the event as it was reported that 'the perceived root cause of the event was severe vascular tortuosity, which contributed to sheath failure and inability to implant the valve. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The complaint for liner punctured was confirmed based on the provided device imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as it was reported that 'the perceived root cause of the event was severe vascular tortuosity, which contributed to sheath failure and inability to implant the valve' and 'while attempting valve placement through the right-sided access, the valve broke through the sheath at the right iliac artery.' High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the liner ' particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This follow-up report is being submitted to retract the event submitted on the initial report. Per new information received, the patient developed heart failure resulting in hospitalization, and structural valve deterioration (svd). Aortic stenosis (as) was initially suspected and a valve in valve procedure was planned; however, tte showed that the valve was functioning well, and since vmax was below 4 m/sec, it was determined that the cause of heart failure was not svd but something other than the valve and the patient was discharged from the hospital. The new information confirms the ew valve was functioning, the heart failure was not related to svd of the ew valve, and a valve in valve was not required. This event is no longer FDA reportable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a transcatheter aortic valve replacement (tavr) procedure was attempted on a 79-year-old male patient with a medical history of chronic obstructive pulmonary disease (copd), peripheral vascular disease (pvd), and pulmonary hypertension. The procedure utilized transfemoral access via the right femoral artery. During the procedure, extreme tortuosity of both iliac arteries was encountered. While attempting valve placement through the right-sided access, the valve broke through the sheath at the right iliac artery. The team was able to reposition the valve back into the sheath and remove the delivery system and sheath together without incident. The valve was not successfully implanted. No patient injury occurred, and the patient remained in stable condition following the procedure. The damaged device was discarded and is not available for return. No corrective actions were taken during the procedure. There were no allegations of device malfunction or deficiency. Images and documentation related to the event are available. The perceived root cause of the event was severe vascular tortuosity, which contributed to sheath failure and inability to implant the valve. Upon follow up, the fcs advised that there was added resistance due to the anatomy.